Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electricalinspection. The analysis of the lead demonstrated a rubbed through insulation in the region of the tricuspid valve. The finding can be considered to be the root cause of the clinical observation as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between thelead body and the tricuspid valve should be taken into consideration. Further damages resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 73 months, oversensing with inappropriate therapy was reported. The lead was explanted and returned to biotronik for analysis. Apart from the shocks no further adverse patient side effects have been reported.